Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
User reported an occlusion alarm. User inspected cartridge, connector, tubing, and infusion site with no issues found. User was instructed to perform a complete supply change. After supply change, insulin delivery resumed normally. Blood glucose was not impacted. No backup therapy was used. No ketones were checked. No medical intervention was required. No adverse health effects were reported.